Event description:
I started new boxes of the avaira aquaform soft contact lenses made by coopervision when my old boxes ran out. My eyes became blurry and very red during the day. That afternoon, I went to eye physicians of (B)(6), since I didn't know what was wrong. The md told me that my eyes were irritated and it could be dry eyes from my contacts, or maybe an allergy. I was put on elestat and also steroid eye drops and told not to wear my contacts for 2 weeks. The redness went away so I tried the contacts again after the 2 week period. Again, the same thing happened but I also had a pain in my left eye and I woke up with dry crusty eyes the next morning. I went back to the md and she had me do the same medical regimen again. Then I kept wearing just glasses. On (B)(6), I tried using another new pair of the avaira contacts and the same thing happened again. Dr. (B)(6) put me on an eye antibiotic and steroid on (B)(6). I have been using the medicine and my eyes are getting better, but still are not back to normal after 3 md visits and the cost of filling prescriptions. Yesterday, I received a notification from contact fill that there was a limited lot recall for my contact lenses. When I went to the coopervision website to look up my lot number - 641807007157, it was not there. I think they should do more testing of additional lots, due to my results from their contact lenses. This has been an awful experience with painful, red eyes and worry about what is going on with my vision. I have been using their contact lenses for a long time without ever having any major problems before this. Dates of use: (B)(6) 2011.